Manufacturer narrative:
The device was received for evaluation. During preventive maintenance testing, a system error 322 occurred. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be the out of adjustment lower link switch which requires adjustment to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.